Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid.

Event description:
N/a

Event description:
N/a

Manufacturer narrative:
Additional contact details: (B)(6). Occupation: biomedical engineer. It was reported that during preventive maintenance (pm) the cardiosave intra-aortic balloon pump (iabp) failed drive manifold test. There was no patient involvement and no harm reported. A getinge field service engineer (fse) evaluated and said that the pump failed the drive manifold leak test. Fse replaced drive manifold assembly. Device passed all functional and safety tests according to factory specifications. Unit returned to the customer and cleared for clinical use. The defective components were received for further investigation. The failure analysis and testing department received the part drive manifold assy. This part was received with a reported unit failure message of fails drive manifold leak test. Performed visual inspection of this part received and part looks to be in good condition. The fat dept. Performed drive manifold tests and failed drive manifold leak tests with result of vacuum leak diff. Pres. 115 mmhg; the factory specification is +-25 mmhg and pressure leak diff. Pres. -188 mmhg; the factory specification is +-55 mmhg. The fat dept. Verified the failure of fails drive manifold leak test. Drive manifold failed testing. Retaining drive manifold in the fat dept. As per procedure 0002-07-d008 rev ap. The non-conformances with the returned components were confirmed. However, the root cause or the most probable root cause is impossible to be defined.

Event description:
It was reported that during preventative maintenance by getinge field service engineer, the cardiosave intra-aortic balloon pump (iabp) unit fails drive manifold test. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.